Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that one of the pieces of a carrying case was broken and that it kept falling off the patient. The patient was unable to specify how the piece had gotten broken. The event was associated with user annoyance but with no other patient consequence. The device was exchanged. No further information has been provided.

Manufacturer narrative:
A report was received that one of the pieces of the patient pack was broken and that it kept falling off the patient. The patient pack was returned for evaluation. Failure analysis of the patient pack revealed that the unit passed visual inspection and functional testing; mechanical parts (flaps and zippers) and the plastic viewing window were in good condition and performed as intended. The patient pack was able to safely secure, store and carry the controller and batteries. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.